Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. The patient had their 45-day follow-up procedure where it was noted that there was a small 2mm leak. At an unknown date post procedure, the patient had a transesophageal echocardiogram (tee) performed. The imaging showed that there was a 5mm leak. No intervention or treatment was performed at the time. The patient was not experiencing any complications or consequences as a result of this event. The physician plans to refer the patient out for potential coiling of the leak to seal it.